Event description:
During review of programming history to perform a battery life calculation, it was observed that a system diagnostic test had faulted during the initial implant surgery, and an interrogation was performed following the faulted test by the surgeon, however the settings were not re-programmed, and the patient's device was noted to have been changed to the system diagnostic test settings. The patient was seen for follow up one week later, where the settings were re-programmed at that time.

Manufacturer narrative:
Method: analysis of programming history.